Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to the day of treatment. The treatment report does not show any anomalies which might point towards a thin flap. Treatment parameters are within the recommended limits and should not have contributed to the reported event. Review of the logfiles for the day of treatment shows no error or warning that could contribute to the reported event. During start-up of the system the calibration checks were performed without error. The reported event/treatment is the fifth treatment on that day. The logfile shows the energy was stable during treatment. No relevant deviation between planed and performed energy is detectable for the treatment. The user operated the surgery with the recommended setting. The vacuum was good and stable. The logfile shows that the user performed energy check at system startup and then performed the surgeries about three and a half hours without energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No abnormality regarding z-offset setting can be identified the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a thin flap was observed after a lasik flap creation of the right eye. Upon follow up, the reporter indicated the surgeon did not lift the flap, but just touched the edge and find it thin. No patient harm was reported; however, no excimer treatment was performed. The patient will return at a later date for retreatment.